Event description:
The patient stopped repsonding to sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done in 12/2000. The healthcare professional has been informed that the explanted device should be returned to cochlear corporation.